Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect by "a few minutes"; cause was unknown. Reportedly, the customer corrected the pump time to resolve the issue. The customer's blood glucose level was 225 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.